Event description:
The customer reported that she experienced blood glucose over 500 mg/dl about four times. At the time of the report, her blood glucose was 456 mg/dl, which she treated for with manual injection. The customer stated in the case of high blood glucose, she had changed out infusion set and site, and there had been no kinks or bent cannulas. She also stated the insulin pump was not alarming that it is not delivering. The customer's symptoms of high blood glucose included nausea, headache, body aches, irritability and the feeling of illness. Troubleshooting was performed with the insulin pump. No anomalies were found, but the customer could not perform the high pressure test as she did not have a tubing clamp. The customer was advised to change the set, reservoir, and insulin. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Insulin pump functioned properly. Unable to complete download due to several alarms found in alarm history screen. Insulin pump alarmed, due to corrupted history file. Insulin pump received with minor scratches on lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).